Event description:
Device appears to be undersensing on atrial lead. High atrial threshold on (B)(6) 2021." Lead manufactured by boston scientific. Case:(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).